Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the right ventricular (rv) lead was sensing left ventricular capture. The rv lead remains in use. No patient complications have been reported as a result of this event.